Event description:
It was reported to philips that the system could not enter the operational software during start up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The procedure was aborted and re-arranged later. It was reported to philips that the system was unable to boot up. The philips field service engineer (fse) contacted the customer and confirmed that the reported issue was resolved. The fse tried to collect information regarding the root cause and resolution on the reported issue, but the customer didn¿t provide the information. As onsite service was not required to customer, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.